Event description:
A patient underwent a therapeutic colonscopy for hemostatic treatment within the hepatic flexure of the colon. The resolution clip device would not extend from the sheath to initiate the deployment sequence. It is unk it he scope was in a retroflexed position. It is unk if the patient anatomy was tortuous. Another device was utilized to successfully complete the procedure. This complaint is related to medwatch reports: 6000048-2006-0018 and 6000048-2006-00220 (attached). The patient did not sustain any reported complications or ill effect as result of the deployment issue. The patient condition is noted to be 'ok'.